Event description:
It was reported by the customer that she had been hospitalized for high blood glucose levels in the month of february, but cannot recall specific date. Blood glucose level was 583 mg/dl at time of hospitalization. Customer does not recall events leading to event. Advised to troubleshoot insulin pump but customer declined stating pump was functioning properly. Advised customer to monitor system. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.